Manufacturer narrative:
(B)(4). The patient's gender is female. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred on the homechoice. The patient was connected at the time of the alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.